Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the source of the leak was reagent probe b due to a collar wash valve failure. The fse replaced the reagent probe b collar wash valve to resolve the issue. The beckman coulter internal identifier for this report is (B)(6).

Event description:
A customer reported to bec (beckman coulter) that their unicel dxc 660i synchron access clinical system leaked from reagent probe area. The operator wore personal protective equipment consisting of gloves, a lab coat and goggles while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.